Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the iabp and observed an obstructed in the side panel for helium access. The fse resolved the issue by reinstalling the helium tank. The unit passed all functional and safety tests and was returned to the customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit stopped pumping and had gas loss alarm. Nurse called stating a cardiosave had alarmed with a gas loss alarm, and they were unable to resume therapy. She states that all attempts at resuming therapy were unsuccessful and they tried multiple times. She stated they had swapped consoles prior to calling me and the new pump (cardiosave) was working just fine. She states there is no harm to patient, and they switched consoles within a few minutes.